Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, lot number was not provided for a batch review, and the user did not describe any types of use errors or other issues that might have caused the reported event; therefore, the condition could not be confirmed and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240/2367 (air in set) alarms occurred during initial drain on the home choice (hc). The technical service representative (tsr) explained the alarm and instructed the home patient (hp) to close the clamps and recycle power to clear both the se 2240 and se 2367. The tsr advised the hp to discard the supplies and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information becomes available, then a follow up MDR will be submitted.